Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had no distance vision, residual refractive error with hard time driving both day and night. Additional information has been received, the patient tried a contact lenses with the right correction as a test and the first try was terrible and very blurry.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).